Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the lower part of the brush became detached from the head in her mouth. No injury was reported.

Manufacturer narrative:
Reporter returned an unspecified number of toothbrush heads on 25-jun-2018. Toothbrush heads identified as oral-b dualaction brushheads on 20-aug-2018. Product investigation was completed on 24-aug-2018. Product investigation results showed that the complaint was caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer e-mailed stating that the lower part of the brush became detached from the head in her mouth. No injury was reported.